Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The patient also had a device explanted. Please reference the medwatch submitted for device (B)(4) regarding that event. Device not returned.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired. Through follow-up with the health-care provider, a response was received. It was learned that the patient expired after an implant duration of one day. However, the cause of death was not provided. Per the surgeon's response, the device did not cause or contribute to the patient's death. No other details were provided.

Manufacturer narrative:
Dissection of the heart and root of the aorta after aortic valve replacement. Additional manufacturer narrative: through follow-up with the health-care provider, copies of the patient's operative reports were provided. Per the reports: (1st operation) the aorta was opened. A heavily calcified valve that has a small opening only in one of the leaflets was seen. The other leaflet has been fixed with no movement. Size 23-pericardial valve selected and multiple pledgeted sutures placed. The patient required one shock to come to regular rhythm and maintained good ejection and the valve was noticed by the te that looks good and suddenly we saw a gush of the blood in the posterior part of the aorta and first by packing and some superficial suture, we tried to stop the bleeding that we found that this is impossible. This is the whole length go the posterior wall of the aorta, not related to the suture line is bleeding. We felt that the aorta and the heart dissection and by help of the te also we could see the flap of the dissected tissue around the root of the aorta. We entered to the root by opening and tagged outside the suture line and through the valve multiple pledgeted sutured were placed beneath the valve area and tagged outside to achieve reattachment of the dissected area. This was proved by te that the false lumen is gone. But again as soon as we started to wean the patient from cardiopulmonary bypass significant bleeding continued and the hope for the salvage of the operation disappeared. So at this time, planned for another operation for the patient that I will discuss on the second operation. (2nd operation) both coronaries were dissected and bottom from both coronaries were prepared and then the valve was excised and removed and the tissue underneath the aortic valve where it was not calcified. The patient was given a chance to come to the rhythm that unfortunately again the bleeding from the root came back and with all of the attempts control this bleeding were not successful, and the time of the pump cardiopulmonary bypass now has reached to 7 hours and the heart had frequent episodes of rest without responding to the pacemaker. Now with the patient at 20 minutes past 5 o'clock was pronounced.